Event description:
Customer reported compact plus system blood glucose result of 153 mg/dl around 7:15pm. Reported no symptoms at the time. At 7:30pm customer had a same system result of 45 mg/dl. Customer felt weak at that time and was unable to get treatment for herself. Customer's son got her jelly and blueberry bread. Customer was able to consume the bread on her own. Customer felt better within 15 minutes. Customer retested an hour later and reading was 130 mg/dl. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.